Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.